Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The customer does not want any repairs done to the device. Device will be returned unrepaired, information noted that device may not be appropriate for use and device must be fully evaluated prior to any future use.